Event description:
It was reported by service report that there was a break in the base tube weldment near the right foot caster. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Base tube weldment.